Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. However, upon first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.